Event description:
On 04/05/2007, cardinal health learned that a female lab phlebotomist was sent to employee health with irritation of hands, face, eyes, ears and scalp. She was given cortisone ointment, prednisone, and benadryl. She lost 1 1/2 day of work.

Manufacturer narrative:
Information forwarded to plant. Results of investigation pending. Follow up report will be done.